Event description:
Procedure: lap ventral hernia repair. According to the reporter: patient presented with recurrent hernia 6 days after laparoscopic repair and found to have a 2 cm defect in the middle of the mesh remote from sutures. The surgeon found a small bowel perforation, which occurred unrelated to mesh. The patient returned to the hospital very ill, a result of the bowel perforation. The defect in the mesh was not in the vicinity of where suture knots were tied. Although it was determined by staff at hospital that the mesh did not cause bowel perforation, there was a defect in the mesh that bowel was able to slip though. The mesh was explanted while surgeon performed a bowel resection. The bowel was reconnected, so no colostomy was created. Mesh was explanted during reoperation, and no new mesh was placed due to contaminated field.

Manufacturer narrative:
(B)(4).